Event description:
It was reported via repair work order that the fowler was experiencing unintended motion due to micro switch being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.